Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was most likely due to battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective internal battery. There was no patient harm or serious injury reported as a result of this incident.